Event description:
A pharmacist reported during an intraocular lens implant procedure, the surgeon notice a scratch in the lens. The lens was removed from the patient's eye and replaced with a back up lens during the initial procedure. No consequences for the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The optic was cut into two portions, typical of insertion and removal. Both cut optic portions have multiple scratches and deep scrape marks on the anterior and posterior sides of the lens. The associated cartridge and handpiece was not provided. It is unknown, if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).